Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided, op notes and product return. The tray component has substantial wear on the inferior edges of the plate. There is also heavy wear on the superior left side of the plate including the posterior edge. The superior surface of the articular surface has gouges and dents. The inferior side of the articular surface has heavy deformation and damage in multiple locations. Dimensional analysis was not completed as the damage was too significant to obtain accurate results. The surgeon stated that the tibia and art surface devices were revised. The articular surface disassociated from the locking mechanism tibial component and a metal fragment was loose in the knee. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Date implanted: unknown date in 2012. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products: 00596401751, nexgen lps-flex femoral component, lot 62117299; 00598004702, nexgen stemmed precoat tibial component, lot 62104556. This report is number 1 of 4 mdrs filed for the same patient (reference 0001822565-2017-00292, 0001822565-2017-00303, 0002648920-2017-00081, 0001822565-2017-00304.)

Event description:
It is now reported that the patient was revised and the locking mechanism was seperated.

Manufacturer narrative:
Concomitant medical products: #00596401751, nexgen lps-flex femoral component; #00598004702, nexgen stemmed precoat stemmed tibial component. Event reported on (B)(6) 2016.

Event description:
It is reported that after a knee arthroplasty that the patient is experiencing damage to posterior edge of baseplate on lateral side and the insert appears not to be fixed.